Event description:
It was reported that the patient was scheduled for a catheter revision; the catheter was coiled up in the lumbar area. The distal portion was replaced. After placement of the new catheter, there was no cerebrospinal fluid flow due to a tear in the catheter. The doctor believed that when he removed the wire and needle, the wire sheared the catheter. A second replacement catheter was then implanted. No symptoms prior to the revision or outcome following revision were reported. The patient's pump contained lioresal 2000 mcg/ml delivered at 100 mcg/day. Additional information has been requested, but was not available as of the date of this report.